Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported filter leakage, and returned one used sample of material mz5302, lot unknown. The set was infused with water, and the complaint of leakage was verified from the air vent on the filter. Supplier of filter to investigate the sample further. The supplier investigation found no issue with the filter component. The filter issue potential root cause is related to the end user drugs/solution used. A device history record review could not be performed on material mz9270 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that leaking at the filter.